Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. The hp stated there was solution all over the floor and was unsure where leak came from. The hp stated all bags were properly spiked and connected. The technical service representative (tsr) assisted the hp to disconnect from the hc and to remove the cassette. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to inform the nurse of the incident. The hp stated she would complete therapy with manual exchange. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.